Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for other upper quadrant sites. The hcp reported that the patient had her ins removed but the leads were left in the patient. The hcp reported that they didn¿t know why it was removed. The hcp reported that the patient needed a head MRI. No further complications were reported.